Event description:
It was reported that during implant procedure, the right ventricular lead was kinked. The lead was removed and replaced. Patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.